Event description:
Nurse tried to connect another tubing to one of the ports of another primary tubing to infuse a medication and discovered she couldn't connect the end of the tubing to the one way valve because it was missing the blue covering and solution leaked all over. This would be the second incident of this nature involving the one way valve missing the blue covering. Called bbraun today and left message.